Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 3 of 4. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) sometime in october due to four bent cannulas lading to hyperglycemia. The blood glucose level was 550 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The length of hospitalization ER stay was for about 7 hours no further information available.